Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the pmw35 instrument would not release smoothly. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.